Event description:
Liquid was leaking from instrument onto the floor. A technician slipped on the liquid, but was not injured. Medical treatment was not sought for the incident. The instrument maintenance schedule had been maintained and patient care was not effected. The instrument was replaced, but evaluation documentation was not available at the time of this report. A follow-up report will be sent with the results from the evaluation.